Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a past downstream occlusion. When infusing remodulin (treprostinil) on a patient, the pump did not have a downstream occlusion alarm but the nurse noted that the clamp below the pump was partially closed. This occurred during therapy at the progressive care unit. There was no known patient injury or medical intervention associated with this event. No additional information is available.